Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an IV tubing break "proximal to luer lock." The event occurred on ejc 2 west medical unit. Per the reporter, the patient stated he would "occasionally feel something wet at his side," at the time of the event. Although requested, there was no additional patient information provided.